Event description:
It was reported to philips that the exposure failed to terminate via the footswitch, necessitating the user press the estop. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system continued exposing for 10¿20 seconds after the wired footswitch was released and stopped only when the emergency button was pressed. The coronary diagnostic procedure was aborted and completed in another room. A field service engineer (fse) went onsite and could not replicate the issue related to exposure failed to terminate. However, the wired footswitch was replaced and returned to philips for further analysis. The analysis of the wired footswitch could not be conclusively determined by philips. A review of system log file confirmed that there was an aro (accidental radiation occurrence) with a total accidental dose for this aro as 2.45mgy over 26 seconds, between 13:59:19 and 13:59:45. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.